Event description:
The patient reported on october 23, 2020 that they started noticing the ins turn on/off unexpectedly some time in 2018. They explained that they don't usually have the ins on; only when they really need it. When they would go to stores that have security systems and would then go home, they would experience really strong stimulation when they would go to lay down on their bed or sit down in their chair, which was how they knew it was turning on by itself. Other than the security scanners, the patient could not recall any factors / circumstances that could have caused/contributed to the reported device issues. After speaking with patient services on september 14, 2020, the patient had met with a manufacturer representative (rep) who checked their device. The rep told the patient that the device was working fine. The patient will be seeing a doctor to have the device checked and to discuss next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the cause of the device turning on itself was unknown. The rep thinks it was just positional. Also, the patient uses a magnet to turn battery on and off. He cannot find his remote. The rep directed him to patient services for new remote. The rep interrogated the device and everything seemed to be okay. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the implantable neurostimulator (ins) is turning on by itself. Pt explained he will have the ins off, where he will do yard work, and when he comes inside and lays down, the ins is on. Pt states he noticed this issue in the last 30 days. No symptoms reported.